Event description:
The iab was inserted into the pt on 1/7/98 at 7:15 p.m. And removed on 1/7/98 at 10:00 p.m. The iab did not malfunction. A hematoma began during cath and sized up. An intra aortic balloon pump was inserted but the hematoma continued to grow and intra aortic balloon pump was discontinued. The iab was not returned to datascope, (event complications: the pt had a hematoma- reported 4/24/98.) (Pt's current status: discharged-reported 4/24/98.)